Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The generator was analyzed and found that when tested on a system, the unit replicated c-34 and c-00 startup errors. C-00 and m-31 errors also appeared in log review. System log review identified multiple c-34 errors and several other errors such as c-06, m-18, and m-11 across several dates. Visual inspection showed that the front bezel has signs of yellowing and may need to be replaced. The heatsink requires inspection due to light scraping observed on its fins. Additionally, the housing cover shows minor dents on both upper rear corners. The complaint was confirmed based on failure analysis. The probable root cause of the energy activation issue and subsequent errors may be attributed to faulty communication between the instruments and the generator leading to interruption in energy activation.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has not received the iesu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure using an xi system, a vio-dv error c-34 occurred and a power cycle did not resolve the issue. The customer elected to use an external electrosurgical unit (esu) to continue the procedure. The procedure was completed as planned with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter however the customer was unable to provide additional information.